Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of device failure to cut. Imdrf device code a150208 captures the reportable event of entrapment of device. Imdrf impact code f23 captures the event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the physician tried to cut a large polyp, but instead the loop became embebed in patient tissue, and could not be released from the polyp by maneuvering or using traditional methods. The snare was successfully removed from the patient; however, which medical intervention was performed or how the piece was retrieved is unknown per account. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.